Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sy001ts-ennovate set screw sterile. According to the complaint description,during a scheduled removal surgery (explantation of ennovate) the surgeon noticed that one set screw was loose. No negative consequences for the patient occurred. An additional medical intervention was necessary. Additional information was not provided nor available the adverse event / malfunction is filed under (B)(4) reference (B)(4). Involved components: sy744ts-ennovate monoax.screw 7.5x45mm fenestr-52408755. Sx949ts-ennovate transconnector 45-50mm sterile-52470752. Sy744ts-ennovate monoax.screw 7.5x45mm fenestr-52382088. Sy938ts-ennovate mis curved rod 5.5x80mm-52380374. Sy938ts-ennovate mis curved rod 5.5x80mm-52554490.

Manufacturer narrative:
Updated a2. Investigation results: visual investigation: the received implants exhibit no outwardly damages or abnormalities. Investigation was carried out visually and microscopically. The wear pattern on the bottom of the set screw is a sure indication for a tightening the screw over a not correct (tilted) applied rod. The damaged thread of the pedicle screw is another indication for a not correct tightened set screw. At last the abrasion at one of the rods is a further hint for the assumptions above. A material failure or a manufacturing error can be excluded. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5)x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.